Event description:
On (B)(6) 2015, the lay user/ patient contacted lifescan (lfs), alleging a battery charge issue with her onetouch verioiq meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged the battery charge issue with the meter started on ¿(B)(6) 2015, at 7:30pm¿, when it did not turn on. At the same time, the patient reported that she tested her blood glucose levels using another device and obtained a result of ¿58 mg/dl¿. Prior to the start of the alleged issue with the meter, the patient reported that she felt ¿dizzy¿. The patient does not administer medication to manage her diabetes. It is unknown whether she made any changes to her usual diabetes management routine in response to the alleged issue. She reported, on ¿(B)(6) 2015, at 7:35pm¿, she treated her symptoms with food and/or drink. During troubleshooting, the cca noted that the patient was not using the meter for the first time and there had been no misuse of the product. The patient did not have testing supplies available to test the meter and so it was not known whether the patient noticed the battery indicator or message per labeling had appeared prior to the meter not turning on. It was not known whether the patient was able to perform a rapid charge or whether the meter turned on when a test strip was inserted per owner¿s manual. The alleged issue remained unresolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, the patient was symptomatic prior to the start of the alleged issue. In addition, she did not suffer signs or symptoms indicative of a serious injury. However, this complaint is being reported because the battery charge issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.